Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is estimated as (B)(6) 2022. The UDI number is ¿ni¿ as the catalog number was not provided. Date of implant is estimated as (B)(6) 2022. The additional patient effects reported in the article are captured under separate medwatch report(s). Literature attachment article titled: "single leaflet device attachment.¿

Event description:
This is filed to report single leaflet device attachment/slda, medical intervention, surgical intervention, prolonged hospitalization, and death it was reported in an article review that the following outcomes occurred during use of a mitraclip device: single leaflet device attachment/slda, difficulty grasping, medical intervention, surgical intervention, prolonged hospitalization, and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled single leaflet device attachment.¿ no other information was provided. Date of event is estimated as (B)(6) 2022. Date of implant is estimated as (B)(6) 2022. Death date is estimated as (B)(6) 2022.

Manufacturer narrative:
The devices were not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, a review of the complaint history was not performed because no lot information was provided. Based on available information, a cause of the reported single leaflet device attachment appears to be due to the difficult grasping and disease progression. The reported difficult grasping was related to challenging anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.